Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device malfunctioned. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: a post op leak was encountered. The surgeon reported that the clip applier applied loose clips and the tips scissored. Attempts are being made to obtain further details. To date, no response has been received. If further information becomes available at a later date, a supplemental medwatch will be sent.